Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during pre-operational testing (est) the patient block wye test failed - e/c 3131. There was no patient involvement.

Manufacturer narrative:
(B)(6). The device was evaluated and it was determined that the exhalation heated filter needed to be autoclaved. The device passed the sst (self service test) & est(extended service test) and is back in service. No parts were returned to complete the fi ( failure investigation); should parts or information be provided in the future the complaint will be reopened and reassessed at that time.